Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 09/14/2016 the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that post-operative bleeding was observed of the patient after a lobectomy procedure. The patient's chest cavity was opened when they were brought back into the operating room. The bleeding was observed to be coming from the branch of the a2, which was clamped and ligated by suture to stop the bleeding. Total blood loss was 1500ml and the patient was being monitored at the time of this report. No issues were observed when the branch of the a2 was sealed in the original procedure. The customer did note that both end tones and regrasp alarms were heard during the case.

Manufacturer narrative:
(B)(4). Date of initial report: 09/14/2016. Date of follow-up report: 10/14/2016. Evaluation summary: the reported condition that the device did not seal tissue correctly resulting in post-operative bleeding was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.